Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the back of insulin pump was cracked. It was also reported that insulin pump received a stuck button error alarm. Customer's blood glucose was 143 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump failed he leak test, leaked at a crack on the back of the case also, the insulin pump was received with intermittent buttons; the problem was isolated to keypad assembly. No stuck button alarms noted. The connector at the printed circuit board was properly connected. No damage or moisture damage was found on the keypad assembly noted. The operating currents are within specification and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay. The insulin pump had a fading serial number label.